Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the trunk of the posterior tibial artery (pta) with a "tremendous amount" of tortuosity proximal to the lesion. A 2.50mm x 30mm emerge balloon catheter was selected to dilate the lesion. The balloon was then inflated. As the physician tried to remove the device, he felt a ¿pop¿. It was noted that the shaft of the device became disconnected and was separated at the part where the guidewire exits the monorail wire exit port. The distal 20-30 cm of the shaft was able to be snared and was removed from the patient. The procedure was completed with the implant of a 3.5x38 non-bsc drug eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and balloon. There were multiple hypotube kinks. The distal shaft adjacent to the guidewire exit notch was torn a length of 7mm. The distal shaft was necked down and stretched 2mm - 7mm distal of the guidewire exit notch. The distal shaft was completely separated 7 mm from the guidewire exit notch. The stretched length of shaft adjacent to the fracture location suggests the shaft separated due to tensile overload. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is considered to be user related as the dfu states: "the emerge over-the-wire and emerge monorail ptca dilation catheters (balloon models 1.20-4.00 mm) are indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the trunk of the posterior tibial artery (pta) with a "tremendous amount" of tortuosity proximal to the lesion. A 2.50mm x 30mm emerge balloon catheter was selected to dilate the lesion. The balloon was then inflated. As the physician tried to remove the device, he felt a "pop". It was noted that the shaft of the device became disconnected and was separated at the part where the guidewire exits the monorail wire exit port. The distal 20-30 cm of the shaft was able to be snared and was removed from the patient. The procedure was completed with the implant of a 3.5x38 non-bsc drug eluting stent. No patient complications were reported and the patient's status was fine.